Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4) between a cobas e411 immunoassay analyzer and a cobas 6000 e 601 module . The erroneous results were reported outside of the laboratory. For patient #1 the initial ft4 result was >100.0 pmol/l with a data flag. The initial tsh result was 0.112 uiu/ml with a data flag. Testing was repeated on the same analyzer and an ft4 result of >100.0 pmol/l with a data flag, and a tsh 0.141 result of uiu/ml with a data flag was obtained. For patient #2 the initial ft4 result was >100.0 pmol/l with a data flag. The initial tsh result was 0.143 uiu/ml with a data flag. Testing was repeated on the same analyzer and a ft4 result of >100.0 pmol/l with a data flag, and a tsh result of 0.243 uiu/ml with a data flag was obtained. Patient 2 is a (B)(6) female with a date of birth of (B)(6). The onsite pathologist reported that they believed these results were possibly incorrect. Both patient samples were sent to another laboratory and had tsh and ft4 testing performed on an e601. For patient #1 a ft4 result of 16.77 pmol/l and a tsh result of 1.50 uiu/ml was obtained from the e601. For patient #2 a ft4 result of 14.46 pmol/l and a tsh result of 1.72 uiu/ml was obtained from the e601. The results from the e601 were deemed to be correct and corrected reports were issued. There was no allegation of an adverse event. The tsh reagent lot was 226376 with an expiration date of 30-nov-2017. The ft4 reagent lot was 246825 with an expiration date of 30-jun-2017. The qc results for ft4 and tsh prior to the event were acceptable. Following the event qc testing was performed and for ft4 and tsh the results were not acceptable. The field service representative (fsr) visited the customer site and performed multiple service activities. He cleaned and lubricated a couple solenoid valves, checked the water filter, visually verified probe adjustments, found and removed parafilm from the sipper nozzles aspiration position, and found and repaired pinch valve tubing that was not working properly. He performed performance testing which was acceptable. Qc testing was performed to verify operation.

Manufacturer narrative:
There have been no further complaints from the customer.